Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A chr review showed no other similar product complaint file(s) from this lot (244696).

Event description:
Pt in tx room for PICC line. Received 13.7mg versed 15 min prior to procedure. During insertion, pt developed cough, wheezing, agitation and resp distress. Red rash over body, skin bright red. We sat pt up, placed o2, asked md to assess. Symptoms resolved in 5 min. Po benadryl given.